Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). While setting up for a case, testing the vh-3010 power supply, the technician noticed a nick in the wire which allowed part of the cable to be showing, and also noticed the cable had a crack in it. Warranty expired 10/16/ 2014. No injuries. There was no patient involved.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # h12090111g. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.